Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the device history record and service history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs pd therapy on the homechoice (hc) device experienced fluid buildup in the lungs after performing pd therapy at night. The pleural effusion (fluid buildup in lungs) was manifested by shortness of breath. The pt stated he has had to drain his lungs twice due to the fluid buildup (dates unspecified). On an unspecified date, a thoracentesis was performed. The fluid removed from the lungs tested positive for pd solutions. The pt did not experience any overfill event that may have caused or contributed to the issue. After the thoracentesis was completed, the pt returned home. The cause of the fluid buildup in the lungs is unknown. At the time of this report, the pt was not recovered from the event. At the time of this report, the pt is still performing pd therapy with low fill volumes. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the device was not received for evaluation, the cause of the reported event could not be determined. A device history review and a service history review were conducted, which revealed no issues that could have caused or contributed to the reported difficulty. If additional relevant information is received, a supplemental medwatch will be filed.